Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photo(s) noted: the patient was shown. The device was not shown in the video. Without receiving the device, a detail investigation could not be performed for the reported complaint. It was reported that the device had a sealing inadequate/partial (no regrasp alert with evidence of energy delivery and end tones was heard). The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during middle of procedure on major curvature of the stomach. The device had sealing inadequate/partial (no re grasp alert with evidence of energy delivery and end tones was heard). The entire greater curvature of the stomach was sealed, and in the short gastric vessels, after the sealing and cutting, the seal line begun to bleed on short glasses of tissue. The device was cleaned after each use and have to stop the bleeding with clips. Another device used successfully with the same generator. The patient had less than 250cc bleeding and stopped with the use of clips.

Manufacturer narrative:
D10 concomitant products: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.